Manufacturer narrative:
Device not returned.

Event description:
During preventative maintenance of the device, the user reported that the occlusion cap was broken. Since the event occurred during preventative maintenance, there was no pt involvement during this event.